Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patients ipg would not hold a charge. The patient underwent an ig replacement procedure. No device malfunction was suspected.